Event description:
It was reported to philips that the apertures could no longer be moved, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.